Event description:
It was reported that the customer received a button error alarm on his insulin pump while trying to program a bolus. The insulin pump was exposed to moisture while the customer was caught in the rain. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The back light worked properly. Pressing the b button did not turn on the back light during testing. No number ramping or scroll bar anomalies were noted during the display. No moisture damage was noted on the electronic assembly.